Event description:
Talent and talent captivia stent graft systems were implanted in a patient for the treatment of a 8.3 cm thoracic aorta aneurysm approximately (B)(6) ago. The vessel morphology was reported as there was severe tortuosity. Prior to stent graft implantation the physician performed a celiac to iliac femoral bypass with the intention of excluding the celiac artery. The stent grafts were successfully implanted without issue, however, it was reported that the patient expired (B)(6) post stent graft procedure due to an unknown cause. The physician stated that the cause of the patient's death was not device related or procedure related. Up to (B)(6) post stent graft implant the patient was in the hospital and in stable condition. On an unknown date after the first (B)(6) post implant and for an unknown cause the patient was put on a ventilator. The family withdrew life support (B)(6) post implantation and the patient expired. (Ref MFR# 2953200-2011-01768, 2953200-2011-01769, and 2953200-2011-01770).

Manufacturer narrative:
(B)(4). Evaluation, results: (death).